Event description:
It was reported the st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross wire, sheath, and dilator was used to perform the trans-septal (tsp) crossing. Tsp was performed, the versacross sheath and dilator were removed, and the wire was left in place. A watchman fxd access system (was) was inserted over the wire and st segment elevation with hypotension and bradycardia occurred. Medication was administered to increase blood pressure and heart rate. An effusion sweep was performed and no pericardial effusion was noted. No air was visualized in the patient anatomy nor in any devices, however it was suspected that air had been introduced. The procedure proceeded and a 24mm watchman flx closure device was successfully implanted. There were no further patient complications.